Event description:
Problem began 1/85 in left shoulder, arm and hand. By march or april 92 this became worse. 1) aches and feels like nerve pulling to hand. Hand feels stiff. 2) left breast so tender, can hardly wear seat belt. 3) when rptr leans over leg or couch, etc. Left breast sore for weeks again. Immediately feels nerve going down arm and hand. 4) feels odd sensations and movements in left breast. Right breast hard as a rock. 5) has burning sensation in left breast. 6) chest behind breast feels sore. 7) drs, physical therapist could not figure out what was causing the problems. 8) painful lump moves under left ribs under breast. Event date shown as 11/16/72.